Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify punctured in the anterior/radius side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a puncture opening on radius due to surgical damage like. A puncture opening on anterior due to surgical damage like.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.